Event description:
Received complaint that alleges the pt underwent orthopedic surgery using the suture and subsequently developed an infection. Pt expired as a result of infection. No further info is available.